Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00131 on 4-apr-2019, MDR 2432235-2019-00131-s1 on 15-nov-2019, and MDR 2432235-2019-00131-s2 on 18-jan-2020. Additional information (21-feb-2020): a follow up urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. MDR 2432235-2019-00129-s3 and MDR 2432235-2019-00130-s3 were filed for the same event. Section h10 was updated to reflect the additional information.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00131 on 4-apr-2019, MDR 2432235-2019-00131-s1 on 15-nov-2019. An urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in (B)(6) 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers will be instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. No further evaluation of the device is required. MDR 2432235-2019-00129-s2 and MDR 2432235-2019-00130-s2 was filed for the same event. Section h6, h7, h9, and h10 were updated to reflect the additional information.

Manufacturer narrative:
Siemens filed initial MDR on 4-apr-2019. Additional information (12-nov-2019): siemens headquarters support center (hsc) reviewed the data provided by the customer and observed the outlier results were isolated to atellica ch reaction ring segment reaction cuvettes 50 and 220. Following the replacement of the reaction cuvette segments containing these cuvettes slots no further outliers were observed. Siemens is further investigating the issue. Sections were updated to reflect the additional information. Sections were updated to reflect the corrected information. MDR 2432235-2019-00129-s1 and MDR 2432235-2019-00130-s2 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant carbon dioxide (co2) test results were obtained on an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse changed the chemistry module water filter, decontaminated the water system with microclean, replaced all the reaction cuvettes and ran a maintenance sequence to drain and refill the reaction bath four times. The cause of the discordant carbon dioxide (co2) test results is the reaction cuvettes. The instrument is meeting specifications. No further evaluation of this device is required. Mdrs 2432235-2019-00129 and 2432235-2019-00130 were filed for the same event.

Event description:
Discordant carbon dioxide (co2) test results were obtained for patient samples from an atellica ch 930 instrument. It is unknown if the initial test results were reported to the physician(s). The same samples were repeated on the same atellica ch 930 instrument. The repeat results were reported to the physician(s). The repeat results are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant co2 test results.